Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found.

Event description:
It was reported that the device could not be interrogated. The device was explanted. There were no adverse consequences to the patient as a result of the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.